Event description:
It was reported that one day post implant a remote transmission indicated intermittent non-capture on the right ventricular (rv) lead. The capture threshold was within a normal range but a healthcare professional reported occasional heart rates below the lower rate. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.